Event description:
It was reported that the patient said she did have issues with her site in december 2022. 2nd issue, patient said the part that goes into your body for the infusion, a plastic piece fell off which has never happened to her before. No further information is available. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No serial/lot number was provided; therefore, a device history record (DHR) review could not be conducted.